Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 1.2.0 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cervical spine procedure. It was reported that there was an alleged inaccuracy on the system. The manufacturer representative (rep) onsite reported they were using infinity instruments and the pointer seemed to be accurate, but the spine instruments were allegedly inaccurate. The instruments were alleged inaccurate in sagittal view, either superior or inferior. The surgeon aborted navigation and free handed for the continuation of case. The rep reported that the site mentioned they have had many occurrences of this issue. The rep reported this was the first time he heard of it to call it in and report. There was a less than one hour surgical delay. (B)(6) 2025 iud (rep): additional information was received. It was reported that the issue typically happened in the beginning of a case. This occurred after scanning the patient. Infinity instruments were showing in a different spot than the pointer. The doctor did not save a projection to place the infinity instrument in the same spot as the pointer to test accuracy. Infinity instruments were about 2-4 mm off. Infinity instruments that were having the issue were the drill bit, tap, and screwdriver.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Previously reported odes b01 and c19 are applicable, as is code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.